Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the va lcp plate, surgeon drilled bone through guiding block and quick drill sleeve. Second, he inserted and locked va locking screw through guiding block in a positioning hole. However screw was not able to be locked and penetrated in distal row most styloid hole. He changed other new screw and inserted in this hole. But the situation was same. He changed to a new screw again. He could not lock screw so he stopped before penetration place. Surgeon did not use the power tool and inserted the screw by hand using the torque limiter, 0.8nm in lock. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The complained va locking screws were forwarded to the responsible product development manager. The result, both screws show a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact to the plate thread. We assume that the damage on the drive resulted out of the contact with the screwdriver. Further investigation regarding the manufacturing documents show conformity to the specifications. No product fault could be detected.